Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed, is the date when abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer, reported customer received an ER-9 message on the display of customer¿s adc freestyle libre device. Caller further reported that on (B)(6) 2018 when the error message appeared she administered a glucagon injection. Caller denied customer was experiencing any symptoms at the time. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
A caller, calling on behalf of a customer, reported customer received an ER-9 message on the display of customer¿s adc freestyle libre device. Caller further reported that on (B)(6) 2018 when the error message appeared she administered a glucagon injection. Caller denied customer was experiencing any symptoms at the time. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification a DHR(device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.